Manufacturer narrative:
The insulin pump was received with blank display and constant tone after installing battery due to moisture damage on the electronic assembly also, moisture damage was found on the motor assembly. No black screen noted. The insulin pump had minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a constant tone and the display went black. The customer reported that he jumped into a swimming pool while wearing the device. Blood glucose level at the time of the incident was 189 mg/dl. The call was dropped. The insulin pump was not replaced or returned for analysis.